Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had a sudden defibrillator shock felt at their heart. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the shocking was possibly from the defibrillator. The defibrillator was interrogated and adjusted by his cardiologist on (B)(6) 20195 as a result. It was unknown if the shocking was resolved but the hcp presumed the patient was doing well as otherwise he would have contacted his cardiologist.